Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate erratic readings. This complaint is classified according to the documentation of the customer care advocate. A no response letter has been sent to the pt since the pt could not be contacted via phone. The reported issue began around in 2009. The pt reported blood glucose results of "231 and 174 mg/dl" with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. Approximately around 2009, the pt reportedly developed symptoms described as "shakiness and headaches." The healthcare provider took the pt's blood glucose during an office's visit on the day of concern. The pt was not able to provide any numeric values. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood samples were taken from approved testing sites, the meter was coded correctly, and the reported meter reading were confirmed in the meter's memory. The complaint is being reported because the pt claimed that she had symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.